Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed that all insulators had been breached, the distal and defib conductors were distorted and there was deformation/fracture of theproximal section of the inner coil with some infiltration of blood into the helix mechanism.

Event description:
It was reported during the implant procedure that the lead was not used as the helix would not extend after multiple attempts. The lead was not implanted. No patient complications have been reported as a result of this event.